Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced unintended abdominal stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and indicated a lead migration. The pt denies any trauma. Surgical intervention may be taken at a later date to address the issue.